Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed a standard torque limiter knob. A visual inspection revealed that the device was returned with the anchor and retention suture attached. The interface that rotates the inner plug was bent and damaged from use. There was debris on the anchor and device. A functional evaluation concluded that although the torque limiter was capable of rotation, it was very difficult to turn due to the bend in the rod becoming stuck within the shaft. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque during use or off-axis insertion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery using footprint ultra pk suture anchor 4.5, the torque limiter was damaged and can't be rotated. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 mins. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.